Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was scheduled for a lead revision procedure to address lead dislodgement and insulation anomaly. Lead repositioning was not successful when blood was observed within the insulation. The lead was instead explanted and replaced. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.